Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced hyperglycemia with blood glucose level 24 mmol/l at the time of incident and went on to 26 mmol/l. Customer alleged insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with manual injections. Customer experienced symptoms such as tired, headache and dehydration related to high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.